Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. Products: 6726 crdm adaptor 2011 (B)(6); 4193 implantable pacing lead 2005 (B)(6); 694965 implantable tachy lead 2005 (B)(6); 5076 implantable pacing lead 2005 (B)(6); (B)(4) implantable tachy lead 2011 (B)(6). (B)(4).

Event description:
It was reported that the patient developed a pocket infection and the implantable cardioverter defibrillator (ICD) and leads were explanted. Cultures were taken and the patient placed on antibiotic therapy. It was also reported that the infection was systemic. The system was explanted and replaced five days later. No further patient complications have been reported as a result of this event.